Event description:
(B)(4). Same case as 2134265-2012-08110. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The target lesion was a de novo lesion located in the 3rd obtuse marginal (om) with 99% stenosis and was 8 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of 2.25 mm x 12 mm and 2.25 mm x 12 mm ion stents in an overlapping manner. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization and restenosis was discovered. The 99% focal in-stent restenosis located in the 3rd om was treated with balloon angioplasty with 10% residual stenosis. Additionally the 80% stenosis located in the distal left circumflex was treated with balloon angioplasty and placement of a drug eluting stent with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).